Event description:
An attempt was made to administer defibrillator shocks to a patient diagnosed in ventricular fibrillation. A total of six shock attempts were made using standard external paddles. Each time, the device reportedly failed to deliver the shock to the patient and displayed the warning message energy not delivered". The patient is currently in ICU in the local hospital. The reporter indicated that they do not believe the reported problem contributed to a worsening of the patient's condition.

Manufacturer narrative:
Medtronic continues to investigate the reported event.